Event description:
It was reported that the initial procedure on (B)(4) 2011, went well. On (B)(6) 2011, the port was replaced. The account stated that there was a port issue, but it is unknown how the issue was detected or what the issue was with the port. The port was replaced with no patient consequence. There was no additional information in the notes when the materials manager called in the report.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The port was returned for evaluation. Upon visual inspection, it was noted that tissues were present around hook and actuator ring of the port. The tissue impeded the mechanism of the injection port, and therefore, it was not possible to locked or unlocked the actuator ring. A review of the instruction for use (IFU) was performed , and it was noted that tissues growth may impede ability to rotate the actuator ring and retract the fastening hooks, so the injection port may require dissection from the fascia for removal. Additional functional tests were performed and the injection port was fully functional. A device history record (DHR) review was performed on the subassembly, and no discrepancies were recorded during the manufacturing process. Our investigations concluded that the device was manufactured to specifications and met all release criteria.